Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. Customer reports that syringes arrived damaged. The tips are actually bent and some have snapped off. No patient involvement.